Event description:
It was reported that the device was found unable to generate and control negative pressure. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
The device, which was not used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual assessment showed no damage to the device. Functional inspection was performed and showed when the pump was activated it was noisy and it would not keep pressure. The root cause was determined to be a failed pump. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.